Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. A voluntary medwatch form 3500/3500b was received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was changing power sources on their controller from ac wall power to the battery. Upon disconnecting the wall power and still connected to one battery, the patient heard a loud alarm and the controller screen went blank. The patient quickly attached a different battery to the controller on the side that the ac wall power had been, the alarm stopped, and the controller returned to working order. The battery that did not work had a full charge noted on the battery gauge. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was not returned for evaluation. Log file analysis was not performed since log files covering the reported event date were not provided or available for analysis. Furthermore, the battery serial number was not provided. As a result, the reported event could not be confirmed. Based on applicable risk documentation, a possible root cause of the reported event can be attributed, but not limited, to a faulty internal component, an open connection within the output cable, a faulty integrated circuit and/or due to a flag that was triggered, causing the battery to become inoperable. If information is provided in the future, a supplemental report will be issued.